Event description:
Boston scientific received information that high pacing impedance measurements were observed on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. There was also noise which was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. X-ray did not show any lead dislodgement or fracture. The device was reprogrammed. Subsequently, a lead revision was done and the lead was successfully explanted and replaced. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.